Event description:
It was reported that the ball bearings fell out of attachment. At the time of report there was no patient impact.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn since the product has been received to medtronic but analysis has not been performed yet. B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.